Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. Deviation of reprocessing from the instruction manual could have caused the foreign material to have remained. The event can be detected/prevented by following the inspection method for the event is described in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ of the operator manual as follow: "[inspection of the endoscope] 1 inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. [Inspection of the instrument channel] 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope curved rubber was damaged and peeling. The reported issue was uncovered during pre-cleaning of the device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that residual fluid or foreign material was coming out of the forceps channel, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that there was a chip in the adhesive on the bending section cover (curved rubber) due to chemical or physical stress. Upon further inspection, it was observed that residual fluid or foreign material was coming out of the forceps channel due to insufficient cleaning or handling of the scope. It was also observed that water tightness was lost due to a pinhole in the bending section cover and on the channel tube. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the indication on the scope connector was peeled due to repeated abrasion. It was observed that the control unit and the electrical connector had discoloration due to water leakage or chemical stress due to handling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: plastic distal end cover, scope connector cover unit, scope connector cover, scope connector, switch box, switch 1, lock engagement lever, lock engagement lever knob, up and down knob, right and left knob, control unit, connecting tube, protector of universal cord on the scope connector side, universal cord, image guide protector and on the grip. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did not clean, disinfect, or sterilize the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air through the nozzle. The customer confirmed that the facility does not wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.